Event description:
The patient was experiencing a return of symptoms and unspecified withdrawal symptoms. The residual volume of drug in the pump was more than expected. Thiry-eight mls were removed from the reservoir when 5.5 mls were expected. The drugs used in the pump were baclofen 5mg, prialt 2mcg (0.8 mcg/day), fentanyl 20000mcg, marcaine and clonidine 50mcg (all doses not specified). A rotor study was performed and the rotor did not turn. It is unclear if the programming for the rotor study was accurate. It was later determined that the patient's catheter was kinked or coiled. The physician re-opened the pocket to unwind the catheter and since then, the pump is reported to be working properly. The symptoms resolved upon the catheter being unwound. The patient had some mild cognitive dysfunction (not specified) related to prialt, but it was not enough to discontinue the medication since the patient was starting to experience pain relief. The hcp clarified that the pump was working appropriately. Please see MFR report #2182207200704534.

Manufacturer narrative:
.